Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade 2, right side and right implant ruptured, discovered during surgery.

Manufacturer narrative:
Sientra complaint case (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure and upon return, the device gel was noted to be white/cloudy. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Per revision operative report received by the health care provider, the serial number on this reported has been updated to the correct serial number that was ruptured.

Manufacturer narrative:
Sientra complaint case (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure and upon return, the device gel was noted to be white/cloudy. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.